Manufacturer narrative:
Device evaluation: the evo-10-11-8-b device of lot number c1617402 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or known adverse effects. From the study it is known that the patient had pancreatic cancer, progression of cancer was listed as the cause of the occlusion. As previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: from the information provided, the date of implant was the (B)(6) 2019. According to the initial reporter, the patient experienced recurrent biliary obstruction 142 days post procedure. The patient required a new stent to be placed as a result of this occurrence and the patient recovered/stabilised. Patient death was reported on the (B)(6) 2020. From the study, the cause of death was due to primary disease progression.

Event description:
(B)(6) 2019 date of first implant procedure in common bile duct. No adverse events related to the procedure. Not documented if fluoroscopy was used. Re-current biliary obstructions (B)(6) 2020. At 142 days post-procedure. Due to tissue or tumor ingrowth. No signs/symptoms. Treatment endoscopic intervention new stent inside study stent and antibiotics. The site determined the event to not be related to the study device or procedure. Patient death (B)(6) 2020 due to progression pancreatic cancer. The reintervention was noted to be successful. On (B)(6) 2020, the patient died. The cause of death was primary disease progression. Dash sphincterotome used.